Manufacturer narrative:
Event date not specified. Date of report: 01may2019. The customer confirmed the reported volume issue. The customer ran the sst and the est test and both passed. The device successfully passed performance specification testing after the repair was completed.

Event description:
The customer reported that the tidal volume was not generating properly. There was no patient involvement.